Event description:
During an esophageal dilation, the physician used a cook quantum ttc esophageal balloon dilator. It was reported [that user] found water leaking issue during inflation. User checked the balloon and found out a small pin hole. User changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Two photos were provided. The first photo shows the pouch with the label of the rpn/lot number matches the report. The other photo shows the device coiled and the balloon with a red/brown substance on it. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the balloon deflated. A visual inspection of the device identified a dried red/brown substances on/inside the balloon. During a function test the balloon was inflated with water using a syringe from our stock. A stream of water was noted coming from the proximal end of the balloon material. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor for leakage is if the device comes in contact with a sharp object or burr in the endoscope accessory channel or is inflated with a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.